Event description:
The MFR was notified by the legal firm, an injury to a clinic technician at hosp. This employee slipped and fell after the floor was allegedly wetted by a leaking valve. The type of equipment or valve involved is unidentified; no further info is available. The injured technician has undergone two surgical procedures to his knee to date.